Manufacturer narrative:
The company service representative examined the system and tested the phaco handpieces. One handpiece tested weak and would heat up at the cable end. The other handpiece tested fine. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system is working slowly" (device operates differently than expected). The nurse reported the system is working slowly. The issue occurred during a case. The case was completed, but the following 4 cases were cancelled. No patient injury was reported.